Event description:
It was reported that the customer went to the emergency room and was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was 539 mg/dl. Caller stated that the customer's infusion set dislodged when it was removed from customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.